Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the revision resolved the issue and the patient's weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: 2020(B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (5000 mg/ml at 2333 mg/day as reported), bupivacaine (100 mg/ml at 46.6 mg/day) and baclofen (100 mcg/ml at 46.6 mcg/day) via an implantable infusion pump. It was reported that the catheter had migrated down to t11 so the hcp opened a midline incision, cut the catheter, then place a new catheter into the spine. They were going to switch the primary drug from morphine to dilaudid and were inquiring about programming considerations. The issue was not yet resolved. No further complications were reported.